Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly blood work performed on or about (B)(6) 2015 revealed a cobalt level of 9. It is further alleged that on or about (B)(6) 2015 she was advised by her surgeon that x-rays of the left hip and pelvis revealed impingement of the accolade hip stem on the mdm liner together with a groove present in the trunnion of the stem and possible corrosion. It is alleged that surgery performed on (B)(6) 2015 noted a defect in the trunnion of the stem that went through approximately (B)(4) of the stem, together with extensive metallosis of the joint.